Manufacturer narrative:
The customer reported to have replaced the graphic user interface (gui) printed circuit board (pcb). The customer service engineer (cse) evaluated the device, and upgraded the software to the current revision. The unit passed all tests and calibrations, and it was observed to be operating within mfg specifications. Covidien ref.: (B)(4).

Event description:
It was reported by a customer in the USA that, the 840 ventilator graphic user interface (gui) had a loss of communication between the printed circuit board (pcb) and the breath delivery unit (bdu) pcb. There was no pt involvement.